Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The right atrial lead exhibited noise. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.